Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display was dim. The brightness would not change when the level was adjusted to 10 (maximum). It was identified that the cause was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a ¿go / no go gauge¿ check and the load cell verification. A post accelerated stress test (ast) 2 hour and 15 minute simulated treatment using 8500 ml of fluid was performed and completed. The fill times were within specification for the cycler. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was not confirmed, however, the dim display found upon investigation was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported a scale reading error during fill 1. The patient was in training at the clinic and under the supervision of the peritoneal dialysis nurse (pdrn). Per the patient, this was not the first occurrence of the scale reading error. Due to the multiplicity of the alarm, the technical support represented replaced the cycler. Upon follow up, the patient confirmed that their treatment was completed. There were no adverse events or medical intervention required as a result of the reported event. The patient received their replacement cycler and old cycler was returned. Upon investigation of the returned cycler, the display was noted to be dim due to a burned transformer on the inverter board.